Event description:
It was reported that the pulsavac doesn`t work properly. The event timing was before surgery. There was no harm or delay reported. Upon additional information, the battery was corroded. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
There is no additional event information available.

Manufacturer narrative:
G2: foreign: china. The device was returned with the battery pack, but no batteries were included in the pack. Functional testing with a lab battery found the device powered on and functioned normally. Visual inspection of the interior of the original battery pack found a white substance on the terminals, suggesting the batteries had leaked inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.